Event description:
Meter was reading inaccurately high compared to a calibrated lab test. The patient reported blood glucose results of 296 mg/dl with the lifescan meter and 171 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative walked the patient through two consecutive control solution tests and the results fell above the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned. The meter, test strips, and control solution were replaced.